Event description:
B-braun outlook 100 large volume IV pumps have been reported in our facility to overheat and smoke. On one occurrence, it was noted to have "sparked" according to nursing staff. All pumps with noted issues have been removed from circulation by facility quality staff. Pumps have been sent to b-braun for evaluation. No reports of patient or staff injury have occurred as of the submitting of this report. Four large volume IV pumps, returned to MFR.